Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced turbid fluid and abdominal pain. The cause of the events was not reported. The patient was not hospitalized for the events. The same day as the onset of events, the patient began treatment with intraperitoneal (ip) cloxacillin (discontinued six days after initiation, dose and frequency not reported), ip fortum (discontinued six days after initiation, dose and frequency not reported) and ip amikacin (discontinued six days after initiation, dose and frequency not reported). Two days after the onset of events, the patient was treated with ip meropenem (discontinued after 13 days, dose and frequency not reported). It was reported the outcome of events were resolved and pd therapy was ongoing. No additional information is available as the reporter declined to provide further information.